Event description:
Device 1 of 1. Reference MFR report: 1627487-2013-15267. It was reported the pt experiences a burning sensation while charging his ipg. The pt indicated he does not think the charger is functioning properly because it is taking him 8-12 hours to charge. Additionally, once charged, the ipg battery only lasts 2-3 days. The pt was sent a replacement charging system. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included n a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.